Event description:
It was reported to the MFR that during the implant procedure the surgeon observed the valve to be inverted on the holder. The valve was successfully implanted in the correct orientation.